Event description:
Customer's daughter reported blood glucose results of 52 mg/dl, self-treated with juice and chocolate, then 416 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, took medication as usual. No adverse event reported. A request was made for the return of the system, replacement was sent.